Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage coil on the right ventricular (rv) lead exhibited a slow incline in impedance. The patient will be brought in for reprogramming of the lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was rising and beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.